Manufacturer narrative:
The asset console was returned to the service center for evaluation of the reported power up issue. As a part of the inspection, the console was visually inspected for defects. There were no visible abnormalities found. Moreover, functional tests were performed to assess the console. There were no discernible damages found. The cause of the reported event could not be confirmed as the power-on test was performed without any problems. The console was returned to asset inventory. A review of the console's history indicates the asset console was last serviced on august 27, 2019 (no problems found). Due to no discernible damages found, the root cause of the failure mode could not be discerned. Olympus will continue to monitor complaints for this device through regular trending activities

Event description:
The manufacturer was informed by the user facility that during preparation for use the multidebrider power console took too long to turn on. There was no patient involvement reported.